Event description:
It was reported that a high defibrillatory impedance was observed on the right ventricular (rv) lead. No action was taken other than scheduling the patient for regular in person checks in clinic. There were no patient consequences.